Event description:
It was reported that a pump alarmed for "upstream occlusion!" When no upstream occlusion was present. The alarm occurred in the sicu during an infusion of insulin at a rate of 1.2 ml/hr. It was reported that the alarm occurred 9 days after the start of the infusion and fluid was stated to be "room temperature". It was also reported the head height was less than 12 inches and two small air bubbles were observed in the IV set. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter is continuing to investigate the reported event.